Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the sleeve included in the pack did not have a lateral side port making it unusable. During the surgery. The surgery was completed on the same day but unknown how it was completed. The procedure type and patient impact information were unknown.